Manufacturer narrative:
This is one of three events (cardiovascular) for the same pt involving three separate products; associated mdrs 1225714-2014-05056, 1225714-2014-05057, 1225714-2014-05059, 1225714-2014-05060, 1225714-2014-05061, 2937457-2014-01171, 2937457-2014-01172 and 2937457-2014-01173.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on or about (B)(6) 2010, (B)(6) 2012 and (B)(6) 2013 after the use of the product.